Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was deterioration of the light guide detection due to the age of the device and frequency of use.

Manufacturer narrative:
Through troubleshooting with the reporter, olympus technical support determined the black tab was temporarily stuck in the depressed position. The reporter was directed to power off the unit and depress the black tab; upon depressing the tab, the issue was resolved.

Event description:
A user facility reported to olympus that the front panel was flashing. The problem, as reported to olympus, was first identified during maintenance. There was no patient injury or harm, associated with the problem, reported to olympus.